Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no additional information regarding the customer's blood glucose level at the time of the event. The customer was informed that the pump needed replacement, and a new pump was sent. The customer chose not to disclose what backup therapy would be utilized.